Manufacturer narrative:
Insulin pump was received with a non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test or verify blank display anomaly due to display anomaly. Insulin pump was also received with scratched case, missing serial number label, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer's spouse reported via phone call that the insulin pump's screen lit up but it was completely blank. Customer's blood glucose level was 250 mg/dl. The customer treated his blood glucose level with a glucose pen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.